Manufacturer narrative:
(B) (4). Physio-control informed the customer that the problem may be related to the power conversion pcb or the transfer relay. The customer later confirmed they have decided to retire the device due to the repair cost and the age of the unit. The device has been removed from service and will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported by the customer that the device would not charge during the pm check. There were no reports of patient use associated with the reported failure.